Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of bladder perforation ("perforation (other) (location of the perforation: bladder)"), embedded device ("part of the essure device embedded in uterus/ migrated essure device"), device expulsion ("part of the essure device embedded in uterus/ migrated essure device/ migration of essure device (location of device: right tubal coil was completely visualized at uterine surface and displaced)"), pregnancy with contraceptive device ("pregnant despite the essure sterilization procedure/ pregnancy (with complications)/unintended pregnancy"), haemorrhage in pregnancy ("hemorrhage during pregnancy - uterine hemorrhage") and uterine haemorrhage ("hemorrhage during pregnancy - uterine hemorrhage") in a 29-year-old female patient who had essure (ess205) (batch no. 621669) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2009. The patient's past medical history included multigravida, parity 4 (05jun1999, 11mar2004, 07sep2006 and 05jan2010), anxiety, spontaneous abortion, pre-eclampsia, cervical dysplasia and d & c. Previously administered products included for contraception: yasmin. Concurrent conditions included morbid obesity, pneumonia, appetite absent, reactive depression, pain in hip, chronic hepatitis, gallstones, bloating, sinus infection, rash, gallbladder pain, acute sinusitis, difficulty sleeping, nausea, respiratory failure and allergic rhinitis. Family history included hypertension ((father is age 56, mother is age 55)), diabetes mellitus (mother) and heart disease, unspecified (father and paternal grandmother). Concomitant products included anovlar (microgestin) since 12-dec-2010 for contraception. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced pelvic pain ("chronic pelvic pain/ pain/ pelvic pain (chronic, severe)"), abdominal pain ("abdominal pain (chronic, severe)"), dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (menorrhagia)/ heavy menstrual bleeding") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2008, the patient experienced urinary tract infection ("urinary tract infection"), bladder disorder ("bladder or urinary problems or changes") and vulvovaginitis ("vulvovaginitis"). On (B)(6)2009, 2 years 5 months after insertion of essure (ess205), the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In july 2009, the patient experienced haemorrhage in pregnancy (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant) and fatigue ("fatigue"). On 6-jan-2011, the patient experienced bladder perforation (seriousness criteria medically significant and intervention required). On 25-feb-2011, the patient experienced hypertonic bladder ("overactive bladder"). In 2011, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding/ abnormal bleeding (vaginal)"), urinary tract disorder ("bladder or urinary problems or changes") and vaginal infection ("vaginal infections"). The patient's last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2010. The patient had essure (ess205) in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (hysterectomy (partial), bilateral salpingectomy ( bilateral removal of fallopian tubes )), surgery (hysterectomy to remove the migrated essure device on 13-aug-2015) and surgery (hysterectomy to remove the migrated essure device on 13-aug-2015). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the bladder perforation, embedded device, device expulsion, pregnancy with contraceptive device, haemorrhage in pregnancy, uterine haemorrhage, abdominal pain, dyspareunia, vaginal haemorrhage, menorrhagia, urinary tract infection, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue, vulvovaginitis, hypertonic bladder and vaginal infection outcome was unknown and the pelvic pain had resolved. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. Us-bayer-2018-042008). The reporter considered abdominal pain, bladder disorder, bladder perforation, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, haemorrhage in pregnancy, hypertonic bladder, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal haemorrhage, vaginal infection and vulvovaginitis to be related to essure (ess205). The reporter commented: on or about jan-2011 she underwent a salpingectomy to prevent further pregnancies. As per pfs, she had remove essure device in 06jan2011. The procedure was bilateral salpingectomy- 13aug2015 total laparoscopic hysterectomy with removal of remanant fallopian tubes. This case is linked to child case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.3 kg/sqm. Hysterosalpingogram - in march 2007: total bilateral occlusion pregnancy test - on 18-may-2009: rising beta hcg on (B)(6)2007,cr chest pa / lat showed right upper lobe infiltrate. On (B)(6)2008: us abdomen limited showed dilated gallbladder with no stones, with gallbladder wall thickening consistent with acalculous cholecystitis. On (B)(6)2009,us abdomen limited impression wasessentially normal ultrasound of gallbladder. On (B)(6)2009,cr spine thoracic 3 vws impression was mild scoliosis. On (B)(6)-2009,ultrasound pelvis findings included tiny 5 mm lucency is noted in the endometrium which could represent a pseudosac or early gestational sac. There is no evidence of intrauterine pregnancy. Right ovary measures 2.4 x 1.8 x 2.4 and left ovary 2.3 x 1 .7 x 2.1 cm. Endometrial thickness is 1.5 cm. There is thickwalled cyst with some hyperemia around it noted in the right ovary which more likely could represent corpus luteum cyst. There is no evidence of fetal pole or yolk sac within the anechoic center suggests an intraovarian ectopic pregnancy. There is no evidence of adnexal ectopic pregnancy. Impression: no evidence of adnexal or intrauterine pregnancy at this time despite rising beta hcg. Likely a complex cyst in the right ovary, probably corpus iuteum. Intraovarian ectopic would be very uncommon. On (B)(6)2009,ultrasound pregnancy single impression was 1. Single live intrauterine gestation of 14 weeks 0 days based on the first ultrasound. The estimated date of delivery is 19jan2010. 2. The fetal heart rate is 172 beats per minute. 3. Identified is a very small sub chorionic hemorrhage measuring 2.8 in greatest length. On (B)(6)2009, ob ultrasound - findings: compared to prior study performed on (B)(6)2009, sub chorionic ' bleed is once again noted and measures 2,7 x 1.3 x 1.7 cm which appears stable. Impression: stable appearing sub chorionic hemorrhage. Average gestational age by ultrasound is 15 weeks with the predicted edd of 10jan2010. Fetal heart rate is 167 bpm. On (B)(6) 2010, rsv positive bronchiolitis - findings: the cardiothymic silhouette is within normal limits. The lungs show no acute consolidations, effusions, masses, or pneumothoraxes. The bony structures appear intact. On (B)(6)2010, one abdomen- findings: the bowel gas pattern is normal. No evidence of free air. There is no evidence of the bowel obstruction. No evidence of abdominal mass lesions. Impression: normal abdomen single view on (B)(6) 2010, mr of the brain with and without contrast of baby - history: optic nerve hypoplasia findings: there is absence of the septum pellucidum with small optic nerves symmetrically. Impression: absence of the septum pellucidum and hypoplasia of both optic nerve, suggestive of septooptic dysplasia. Concerning the injuries reported in this case, the following one/ones were described in patient's medical recordes: confirming urinary tract infection, abdominal pain, pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complain. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of bladder perforation ("perforation (other) (location of the perforation: bladder)"), embedded device ("part of the essure device embedded in uterus/ migrated essure device"), device expulsion ("part of the essure device embedded in uterus/ migrated essure device/ migration of essure device (location of device: right tubal coil was completely visualized at uterine surface and displaced)"), pregnancy with contraceptive device ("pregnant despite the essure sterilization procedure/ pregnancy (with complications)/unintended pregnancy"), haemorrhage in pregnancy ("hemorrhage during pregnancy - uterine hemorrhage") and uterine haemorrhage ("hemorrhage during pregnancy - uterine hemorrhage") in a 29-year-old female patient who had essure (ess205) (batch no. 621669) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2009. The patient's past medical history included multigravida, parity 4 (B)(6) 1999, (B)(6) 2004, (B)(6) 2006 and (B)(6) 2010), anxiety, spontaneous abortion, pre-eclampsia, cervical dysplasia and d & c. Previously administered products included for contraception: yasmin. Concurrent conditions included morbid obesity, pneumonia, appetite absent, reactive depression, pain in hip, chronic hepatitis, gallstones, bloating, sinus infection, rash, gallbladder pain, acute sinusitis, difficulty sleeping, nausea, respiratory failure and allergic rhinitis. Family history included hypertension ((father is age 56, mother is age 55)), diabetes mellitus (mother) and heart disease, unspecified (father and paternal grandmother). Concomitant products included anovlar (microgestin) since (B)(6) 2010 for contraception. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced pelvic pain ("chronic pelvic pain/ pain/ pelvic pain (chronic, severe)"), abdominal pain ("abdominal pain (chronic, severe)"), dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (menorrhagia)/ heavy menstrual bleeding") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2008, the patient experienced urinary tract infection ("urinary tract infection"), bladder disorder ("bladder or urinary problems or changes") and vulvovaginitis ("vulvovaginitis"). On (B)(6) 2009, 2 years 5 months after insertion of essure (ess205), the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2009, the patient experienced haemorrhage in pregnancy (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant) and fatigue ("fatigue"). On (B)(6) 2011, the patient experienced bladder perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced hypertonic bladder ("overactive bladder"). In 2011, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding/ abnormal bleeding (vaginal)"), urinary tract disorder ("bladder or urinary problems or changes") and vaginal infection ("vaginal infections"). The patient's last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2010. The patient had essure (ess205) during the first, second and third trimesters of pregnancy. The patient was treated with surgery (hysterectomy (partial), bilateral salpingectomy ( bilateral removal of fallopian tubes )), surgery (hysterectomy to remove the migrated essure device on (B)(6) 2015) and surgery (hysterectomy to remove the migrated essure device on (B)(6) 2015). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the bladder perforation, embedded device, device expulsion, pregnancy with contraceptive device, haemorrhage in pregnancy, uterine haemorrhage, abdominal pain, dyspareunia, vaginal haemorrhage, menorrhagia, urinary tract infection, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue, vulvovaginitis, hypertonic bladder and vaginal infection outcome was unknown and the pelvic pain had resolved. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. (B)(4). The reporter considered abdominal pain, bladder disorder, bladder perforation, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, haemorrhage in pregnancy, hypertonic bladder, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal haemorrhage, vaginal infection and vulvovaginitis to be related to essure (ess205). The reporter commented: on or about (B)(6) 2011 she underwent a salpingectomy to prevent further pregnancies. As per pfs, she had remove essure device in (B)(6) 2011. The procedure was bilateral salpingectomy- (B)(6) 2015 total laparoscopic hysterectomy with removal of remanant fallopian tubes. This case is linked to child case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion pregnancy test - on (B)(6) 2009: rising beta hcg on (B)(6) 2007,cr chest pa / lat showed right upper lobe infiltrate. On (B)(6) 2008: us abdomen limited showed dilated gallbladder with no stones, with gallbladder wall thickening consistent with acalculous cholecystitis. On (B)(6) 2009,us abdomen limited impression wasessentially normal ultrasound of gallbladder. On (B)(6) 2009,cr spine thoracic 3 vws impression was mild scoliosis. On (B)(6) 2009,ultrasound pelvis findings included tiny 5 mm lucency is noted in the endometrium which could represent a pseudosac or early gestational sac. There is no evidence of intrauterine pregnancy. Right ovary measures 2.4 x 1.8 x 2.4 and left ovary 2.3 x 1 .7 x 2.1 cm. Endometrial thickness is 1.5 cm. There is thickwalled cyst with some hyperemia around it noted in the right ovary which more likely could represent corpus luteum cyst. There is no evidence of fetal pole or yolk sac within the anechoic center suggests an intraovarian ectopic pregnancy. There is no evidence of adnexal ectopic pregnancy. Impression: no evidence of adnexal or intrauterine pregnancy at this time despite rising beta hcg. Likely a complex cyst in the right ovary, probably corpus iuteum. Intraovarian ectopic would be very uncommon. On (B)(6) 2009,ultrasound pregnancy single impression was 1. Single live intrauterine gestation of 14 weeks 0 days based on the first ultrasound. The estimated date of delivery is (B)(6) 2010. 2. The fetal heart rate is 172 beats per minute. 3. Identified is a very small sub chorionic hemorrhage measuring 2.8 in greatest length. On (B)(6) 2009, ob ultrasound - findings: compared to prior study performed on (B)(6) 2009, sub chorionic ' bleed is once again noted and measures 2,7 x 1.3 x 1.7 cm which appears stable. Impression: stable appearing sub chorionic hemorrhage. Average gestational age by ultrasound is 15 weeks with the predicted edd of 10jan2010. Fetal heart rate is 167 bpm. On (B)(6) 2010, rsv positive bronchiolitis - findings: the cardiothymic silhouette is within normal limits. The lungs show no acute consolidations, effusions, masses, or pneumothoraxes. The bony structures appear intact. On (B)(6) 2010, one abdomen- findings: the bowel gas pattern is normal. No evidence of free air. There is no evidence of the bowel obstruction. No evidence of abdominal mass lesions. Impression: normal abdomen single view . On (B)(6) 2010, mr of the brain with and without contrast of baby - history: optic nerve hypoplasia findings: there is absence of the septum pellucidum with small optic nerves symmetrically. Impression: absence of the septum pellucidum and hypoplasia of both optic nerve, suggestive of septooptic dysplasia. Concerning the injuries reported in this case, the following one/ones were described in patient's medical recordes: confirming urinary tract infection, abdominal pain, pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-aug-2018: quality safety evaluation of ptc (product technical complaint) incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of bladder perforation ("perforation (other) (location of the perforation: bladder)"), embedded device ("part of the essure device embedded in uterus/ migrated essure device"), device expulsion ("part of the essure device embedded in uterus/ migrated essure device/ migration of essure device (location of device: right tubal coil was completely visualized at uterine surface and displaced)"), pregnancy with contraceptive device ("pregnant despite the essure sterilization procedure/ pregnancy (with complications)/unintended pregnancy"), haemorrhage in pregnancy ("hemorrhage during pregnancy - uterine hemorrhage") and uterine haemorrhage ("hemorrhage during pregnancy - uterine hemorrhage") in a 29-year-old female patient who had essure (ess205) (batch no. 621669) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2009. The patient's past medical history included multigravida, parity 4 ((B)(6) 1999, ((B)(6)2004, ((B)(6)2006 and ((B)(6)2010), anxiety, spontaneous abortion, pre-eclampsia, cervical dysplasia and d & c. Previously administered products included for contraception: yasmin. Concurrent conditions included morbid obesity, pneumonia, appetite absent, reactive depression, pain in hip, chronic hepatitis, gallstones, bloating, sinus infection, rash, gallbladder pain, acute sinusitis, difficulty sleeping, nausea, respiratory failure and allergic rhinitis. Family history included hypertension ((father is age 56, mother is age 55)), diabetes mellitus (mother) and heart disease, unspecified (father and paternal grandmother). Concomitant products included anovlar (microgestin) since ((B)(6)2010 for contraception. On ((B)(6)2006, the patient had essure (ess205) inserted. In 2007, the patient experienced pelvic pain ("chronic pelvic pain/ pain/ pelvic pain (chronic, severe)"), abdominal pain ("abdominal pain (chronic, severe)"), dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (menorrhagia)/ heavy menstrual bleeding") and dysmenorrhoea ("dysmenorrhea (cramping)"). In ((B)(6) 2008, the patient experienced urinary tract infection ("urinary tract infection"), bladder disorder ("bladder or urinary problems or changes") and vulvovaginitis ("vulvovaginitis"). On ((B)(6)2009, 2 years 5 months after insertion of essure (ess205), the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In ((B)(6)2009, the patient experienced haemorrhage in pregnancy (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant) and fatigue ("fatigue"). On ((B)(6)2011, the patient experienced bladder perforation (seriousness criteria medically significant and intervention required). On ((B)(6)2011, the patient experienced hypertonic bladder ("overactive bladder"). In 2011, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding/ abnormal bleeding (vaginal)"), urinary tract disorder ("bladder or urinary problems or changes") and vaginal infection ("vaginal infections"). The patient's last menstrual period was on an unknown date and estimated date of delivery was ((B)(6) 2010. The patient had essure (ess205) during the first, second and third trimesters of pregnancy. The patient was treated with surgery (hysterectomy (partial), bilateral salpingectomy ( bilateral removal of fallopian tubes )), surgery (hysterectomy to remove the migrated essure device on (B)(6) 2015) and surgery (hysterectomy to remove the migrated essure device on 13-aug-2015). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the bladder perforation, embedded device, device expulsion, pregnancy with contraceptive device, haemorrhage in pregnancy, uterine haemorrhage, abdominal pain, dyspareunia, vaginal haemorrhage, menorrhagia, urinary tract infection, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue, vulvovaginitis, hypertonic bladder and vaginal infection outcome was unknown and the pelvic pain had resolved. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. Us-bayer-2018-042008). The reporter considered abdominal pain, bladder disorder, bladder perforation, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, haemorrhage in pregnancy, hypertonic bladder, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal haemorrhage, vaginal infection and vulvovaginitis to be related to essure (ess205). The reporter commented: on or about jan-2011 she underwent a salpingectomy to prevent further pregnancies. As per pfs, she had remove essure device in (B)(6) 2011. The procedure was bilateral salpingectomy- (B)(6)2015 total laparoscopic hysterectomy with removal of remanant fallopian tubes. This case is linked to child case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion pregnancy test - on (B)(6) 2009: rising beta hcg on (B)(6) 2007,cr chest pa / lat showed right upper lobe infiltrate. On (B)(6) 2008: us abdomen limited showed dilated gallbladder with no stones, with gallbladder wall thickening consistent with acalculous cholecystitis. On (B)(6) 2009,us abdomen limited impression wasessentially normal ultrasound of gallbladder. On (B)(6) 2009,cr spine thoracic 3 vws impression was mild scoliosis. On (B)(6) 2009,ultrasound pelvis findings included tiny 5 mm lucency is noted in the endometrium which could represent a pseudosac or early gestational sac. There is no evidence of intrauterine pregnancy. Right ovary measures 2.4 x 1.8 x 2.4 and left ovary 2.3 x 1 .7 x 2.1 cm. Endometrial thickness is 1.5 cm. There is thickwalled cyst with some hyperemia around it noted in the right ovary which more likely could represent corpus luteum cyst. There is no evidence of fetal pole or yolk sac within the anechoic center suggests an intraovarian ectopic pregnancy. There is no evidence of adnexal ectopic pregnancy. Impression: no evidence of adnexal or intrauterine pregnancy at this time despite rising beta hcg. Likely a complex cyst in the right ovary, probably corpus iuteum. Intraovarian ectopic would be very uncommon. On (B)(6) 2009,ultrasound pregnancy single impression was 1. Single live intrauterine gestation of 14 weeks 0 days based on the first ultrasound. The estimated date of delivery is (B)(6) 2010. 2. The fetal heart rate is 172 beats per minute. 3. Identified is a very small sub chorionic hemorrhage measuring 2.8 in greatest length. On (B)(6) 2009, ob ultrasound - findings: compared to prior study performed on (B)(6) 2009, sub chorionic ' bleed is once again noted and measures 2,7 x 1.3 x 1.7 cm which appears stable. Impression: stable appearing sub chorionic hemorrhage. Average gestational age by ultrasound is 15 weeks with the predicted edd of 10jan2010. Fetal heart rate is 167 bpm. On (B)(6) 2010, rsv positive bronchiolitis - findings: the cardiothymic silhouette is within normal limits. The lungs show no acute consolidations, effusions, masses, or pneumothoraxes. The bony structures appear intact. On (B)(6) 2010, one abdomen- findings: the bowel gas pattern is normal. No evidence of free air. There is no evidence of the bowel obstruction. No evidence of abdominal mass lesions. Impression: normal abdomen single view on (B)(6) 2010, mr of the brain with and without contrast of baby - history: optic nerve hypoplasia findings: there is absence of the septum pellucidum with small optic nerves symmetrically. Impression: absence of the septum pellucidum and hypoplasia of both optic nerve, suggestive of septooptic dysplasia. Concerning the injuries reported in this case, the following one/ones were described in patient's medical recordes: confirming urinary tract infection, abdominal pain, pregnancy. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received, events: overactive bladder and vaginal infections reporter added from pfs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of bladder perforation ("perforation (other) (location of the perforation: bladder)"), embedded device ("part of the essure device embedded in uterus/ migrated essure device"), device expulsion ("part of the essure device embedded in uterus/ migrated essure device/ migration of essure device (location of device: right tubal coil was completely visualized at uterine surface and displaced)"), pregnancy with contraceptive device ("pregnant despite the essure sterilization procedure/ pregnancy (with complications)/unintended pregnancy"), haemorrhage in pregnancy ("hemorrhage during pregnancy - uterine hemorrhage") and uterine haemorrhage ("hemorrhage during pregnancy - uterine hemorrhage") in a 29-year-old female patient who had essure (ess205) (batch no. 621669) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2009. The patient's past medical history included multigravida, parity 4 ((B)(6) 1999, (B)(6) 2004, (B)(6) 2006 and (B)(6) 2010), anxiety, spontaneous abortion, pre-eclampsia, cervical dysplasia and d & c. Previously administered products included for contraception: yasmin. Concurrent conditions included morbid obesity, pneumonia, appetite absent, reactive depression, pain in hip, chronic hepatitis, gallstones, bloating, sinus infection, rash, gallbladder pain, acute sinusitis, difficulty sleeping, nausea, respiratory failure and allergic rhinitis. Family history included hypertension ((father is age 56, mother is age 55)), diabetes mellitus (mother) and heart disease, unspecified (father and paternal grandmother). Concomitant products included anovlar (microgestin) since 12-dec-2010 for contraception. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced pelvic pain ("chronic pelvic pain/ pain/ pelvic pain (chronic, severe)"), abdominal pain ("abdominal pain (chronic, severe)"), dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (menorrhagia)/ heavy menstrual bleeding") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2008, the patient experienced vulvovaginitis ("vaginal infections/ vulvovaginitis"). On (B)(6) 2009, 2 years 5 months after insertion of essure (ess205), the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2009, the patient experienced haemorrhage in pregnancy (seriousness criterion medically significant) and uterine haemorrhage (seriousness criterion medically significant). On (B)(6) 2011, the patient experienced bladder perforation (seriousness criteria medically significant and intervention required). In 2011, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding/ abnormal bleeding (vaginal)"), urinary tract infection ("urinary tract infection"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), fatigue ("fatigue") and hypertonic bladder ("overactive bladder"). The patient's last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2010. The patient had essure (ess205) in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy.), surgery (hysterectomy to remove the migrated essure device on (B)(6) 2015) and surgery (hysterectomy to remove the migrated essure device on (B)(6) 2015). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the bladder perforation, embedded device, device expulsion, pregnancy with contraceptive device, haemorrhage in pregnancy, uterine haemorrhage, abdominal pain, dyspareunia, vaginal haemorrhage, menorrhagia, urinary tract infection, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue, vulvovaginitis and hypertonic bladder outcome was unknown and the pelvic pain had resolved. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. (B)(4)). The reporter considered abdominal pain, bladder disorder, bladder perforation, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, haemorrhage in pregnancy, hypertonic bladder, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal haemorrhage and vulvovaginitis to be related to essure (ess205). The reporter commented: on or about (B)(6) 2011 she underwent a salpingectomy to prevent further pregnancies. As per pfs, she had remove essure device in (B)(6) 2011. The procedure was bilateral salpingectomy- (B)(6) 2015 total laparoscopic hysterectomy with removal of remanant fallopian tubes. This case is linked to child case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion. Pregnancy test - on (B)(6) 2009: rising beta hcg. On (B)(6) 2007,cr chest pa / lat showed right upper lobe infiltrate. On (B)(6) 2008: us abdomen limited showed dilated gallbladder with no stones, with gallbladder wall thickening consistent with acalculous cholecystitis. On (B)(6) 2009,us abdomen limited impression wasessentially normal ultrasound of gallbladder. On (B)(6) 2009,cr spine thoracic 3 vws impression was mild scoliosis. On (B)(6) 2009,ultrasound pelvis findings included tiny 5 mm lucency is noted in the endometrium which could represent a pseudosac or early gestational sac. There is no evidence of intrauterine pregnancy. Right ovary measures 2.4 x 1.8 x 2.4 and left ovary 2.3 x 1 .7 x 2.1 cm. Endometrial thickness is 1.5 cm. There is thickwalled cyst with some hyperemia around it noted in the right ovary which more likely could represent corpus luteum cyst. There is no evidence of fetal pole or yolk sac within the anechoic center suggests an intraovarian ectopic pregnancy. There is no evidence of adnexal ectopic pregnancy. Impression: no evidence of adnexal or intrauterine pregnancy at this time despite rising beta hcg. Likely a complex cyst in the right ovary, probably corpus iuteum. Intraovarian ectopic would be very uncommon. On (B)(6) 2009,ultrasound pregnancy single impression was 1. Single live intrauterine gestation of 14 weeks 0 days based on the first ultrasound. The estimated date of delivery is (B)(6) 2010. 2. The fetal heart rate is 172 beats per minute. 3. Identified is a very small sub chorionic hemorrhage measuring 2.8 in greatest length. On (B)(6) 2009, ob ultrasound - findings: compared to prior study performed on (B)(6) 2009, sub chorionic ' bleed is once again noted and measures 2,7 x 1.3 x 1.7 cm which appears stable. Impression: stable appearing sub chorionic hemorrhage. Average gestational age by ultrasound is 15 weeks with the predicted edd of 10jan2010. Fetal heart rate is 167 bpm. On (B)(6) 2010, rsv positive bronchiolitis - findings: the cardiothymic silhouette is within normal limits. The lungs show no acute consolidations, effusions, masses, or pneumothoraxes. The bony structures appear intact. On (B)(6) 2010, one abdomen- findings: the bowel gas pattern is normal. No evidence of free air. There is no evidence of the bowel obstruction. No evidence of abdominal mass lesions. Impression: normal abdomen single view on (B)(6) 2010, mr of the brain with and without contrast of baby - history: optic nerve hypoplasia findings: there is absence of the septum pellucidum with small optic nerves symmetrically. Impression: absence of the septum pellucidum and hypoplasia of both optic nerve, suggestive of septooptic dysplasia. Concerning the injuries reported in this case, the following one/ones were described in patient's medical recordes: confirming urinary tract infection, abdominal pain, pregnancy. Most recent follow-up information incorporated above includes: on 23-feb-2018: plaintiff fact sheet and medical records received. Events were added per pfs: abnormal bleeding (menorrhagia), urinary tract infection, bladder or urinary problems or changes, dysmenorrhea (cramping), fatigue, perforation (other) (location of the perforation: bladder), vaginal infections/ vulvovaginitis, hemorrhage during pregnancy- uterine hemorrhage, overactive bladder. Reporters, patient demographics, medical history, concurrent conditions, concomitant medications were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("part of the essure device embedded in uterus/ migrated essure device"), device expulsion ("part of the essure device embedded in uterus/ migrated essure device") and pregnancy with contraceptive device ("pregnant despite the essure sterilization procedure") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2009. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2009, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia") and vaginal haemorrhage ("abnormal vaginal bleeding"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first, second and third trimesters of pregnancy. The patient was treated with surgery (hysterectomy to remove the migrated essure device on (B)(6) 2015). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the embedded device, device expulsion, pregnancy with contraceptive device, pelvic pain, abdominal pain, dyspareunia and vaginal haemorrhage outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal pain, device expulsion, dyspareunia, embedded device, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure (ess205). The reporter commented: on or about (B)(6) 2011 she underwent a salpingectomy to prevent further pregnancies. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 19-may-2017: quality safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2006, and reported that 3 years after insertion she was pregnant despite the essure sterilization procedure. Later, it was found that part of the essure device was embedded in uterus/ migrated essure device (understood as embedded device and device expulsion) and she underwent a hysterectomy to remove the migrated essure 9 years after insertion. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test (hsg). In this case no such circumstances were reported. During essure therapy, there is a risk that the device could move out of the fallopian tubes. This movement could be a device expulsion into the uterus. In this case, the insert was in the uterus, embedded in the myometrium (partial perforation). This case was classified as incident since device removal was required. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Follow-up information will be obtained through the litigation process.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("part of the essure device embedded in uterus/ migrated essure device"), device expulsion ("part of the essure device embedded in uterus/ migrated essure device") and pregnancy with contraceptive device ("pregnant despite the essure sterilization procedure") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2009. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2009, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia") and vaginal haemorrhage ("abnormal vaginal bleeding"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first, second and third trimesters of pregnancy. The patient was treated with surgery (hysterectomy to remove the migrated essure device on (B)(6) 2015). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the embedded device, device expulsion, pregnancy with contraceptive device, pelvic pain, abdominal pain, dyspareunia and vaginal haemorrhage outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal pain, device expulsion, dyspareunia, embedded device, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure (ess205). The reporter commented: on or about (B)(6) 2011 she underwent a salpingectomy to prevent further pregnancies. Company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2006, and reported that 3 years after insertion she was pregnant despite the essure sterilization procedure. Later, it was found that part of the essure device was embedded in uterus/ migrated essure device (understood as embedded device and device expulsion) and she underwent a hysterectomy to remove the migrated essure 9 years after insertion. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test (hsg). In this case no such circumstances were reported. During essure therapy, there is a risk that the device could move out of the fallopian tubes. This movement could be a device expulsion into the uterus. In this case, the insert was in the uterus, embedded in the myometrium (partial perforation). This case was classified as incident since device removal was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.